Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was making loud noises "during burr". There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed which found that there was vibration and loud noise coming from top end of the motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear caused by excessive force . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date received by manufacturer was incorrectly put as (B)(4) 2014. The correct date is (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.